Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's pd fluid was clear and the patient recovered from the peritonitis (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection tobramycin (80mg, frequency and route not reported) and injection reflin (dose, frequency and route not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient¿s fluid was reported to be clear and the patient was recovering from the event. No additional information is available at this time.